Event description:
It was reported via repair work order that the head right siderail stuck in mid-height due to damaged release handle and latch plate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.